Event description:
It was reported that the right ventricular lead was replaced because it was not sensing appropriately. No patient complications have been reported as a result of this event. Additional information received reports there was intermittent capture threshold of greater than 6.0v with questionable dislodgement prior to replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - no anomalies found. Full lead returned and analyzed.